Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited the control unit was sticky. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Device evaluation noted the s-connector and sc-cover scope cover has corrosion due to water leakage. The root cause cannot be conclusively identified. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to stress problems, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.